Event description:
It was reported the er320 was used during a laparoscopic colecystectomy. It was reported by the affiliate the clips spit and did not fall into the pt. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.48842. D5,6; h4: info not available, device not returned for analysis.